Manufacturer narrative:
(B)(4). The customer returned one unopened representative samples from lot 71f19c2124 for evaluation. Visual examination of the kit did not reveal any defects or anomalies. The needle hub was not cracked and appeared as expected. The representative kit was opened and the ars and introducer needle were used to aspirate and purge water. No leaks were detected. The customer report of a damaged needle hub could not be confirmed by complaint investigation of the returned representative sample. No problem was found with the introducer needle. A device history record review was performed with no relevant findings. The root cause could not be determined based on the representative kit returned and without the actual sample to evaluate. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Customer reported that the needle hub broke during use.

Manufacturer narrative:
(B)(4). Device (catalog #EU-25853-n) not intended for sale in the us. Similar product/component sold in the us.

Event description:
Customer reported that the needle hub broke during use.